Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure, when the physician removed the was from the left side of the heart, a string-like thrombus was noticed post deployment on the right side of the heart at the septum. The physician tried to aspirate with the was but the string-like thrombus broke off. The patient was hemodynamically stable and there were no complications. After the procedure an electrocardiogram (EKG) was administered.